Manufacturer narrative:
Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed lack of viscoelastic inside the cartridge. No stress marks were observed. The cartridge tip was observed broken, that could be associated to the handling process. The plunger was observed not locked. No damages were observed in the product assembly. The intraocular lens (iol) was observed with one part stuck in the cartridge tip where the cartridge was broken, and the other part out of the cartridge. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the surgeon had issues getting the lens to come out of the shooter. Reportedly, the lens had contact with the patient's eye. No vitrectomy was performed and no patient injury was reported. No further information was provided.